Event description:
It was reported to philips screen went blank when trying to change the oxygen (o2) settings. The device did have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Customer has a v60 and it went blank when they were trying to change the o2 settings per respiratory. Customer explained to philips remote service engineer there was a code consistent with 3007 and check vent: ventilator restarted in the significate log while checking the service manual, it stated if diagnostic code consistent with check vent: ventilator restarted occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Unit has software 2.30, and customer was going to upgrade to software 3.00, have the unit run overnight and perform the performance verification test (pvt) tomorrow. Customer called back and informed philips remote service engineer, he upgraded the software to version 3.00 and have been running the unit for 24 hours now with no issues.